Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."

Event description:
Upon completion of the mapping and ablation procedures, the patient's blood pressure dropped, and developed moderate cardiac tamponade that was noted by the echocardiography. Drainage was performed. The physician believed it was possibly procedure related, where damage to the myocardium happened while ablating between the patient's left appendage and superior pulmonary vein. Patient fully recovered, prognosis is satisfactory and is in stable condition. The product was an off label use (in another country, ablation with navistar catheter is not approved).